Event description:
It was reported by customer that unknown yellow substance on the package. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of yellowed packaging is confirmed but the root cause could not be determined. One 18 ga powerglide pro full kit was returned for evaluation. An initial visual observation revealed the kit was returned unopened. A yellow stain was observed on the top left corner of the outer packaging. Nothing inside the returned kit appeared to have any yellow hue. Potential causes of staining/discoloration may include storage conditions, damage during transportation, or other unknown clinical or environmental factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that unknown yellow substance on the package. No other information provided, at this time.

Event description:
It was reported by customer that unknown yellow substance on the package. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.